Manufacturer narrative:
Additional information: the thumbscrew/lock-pin was checked for securement prior to procedure and it was secure. The thumbscrew/lock-pin was removed prior to attempted deployment. No intervention was required for removal of the device. The device was safely removed from the patient. The tip end was exposed/visible on removal. Image analysis: one photo was received from the account. The photo appears to show a partial deployment of a protégé stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loosened. The stent was confirmed from the strain relief, the device was returned with approx. 9mm of the stent exposed, the deployment paddles are approximately 136mm apart the device was flushed and both annual spaces flushed, a 0.035¿ guidewire was able to advance fully through the device, the device was loaded into a deployment fixture, and the stent was deployed with a maximum peak force of 1.90lbs there were no issues found with the deployed 120mm stent, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube, (photo 8); indicating that the safety locking pin was properly tightened during manufacturing. Image analysis: one photo was received from the account. The photo appears to show a partial deployment of a protégé stent. The complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the implantation of a protege everflex stent, the patient was diagnosed with lower extremity arteriosclerosis and occlusion. The procedure was conducted on the mid superficial femoral artery. The lesion contained plaque, and little calcification. The procedure included arterial balloon dilatation and stent implantation. Angiography confirmed the 70 % stenosis in the superficial femoral artery. Initially, a percutaneous transluminal angioplasty balloon dilatation catheter was used for dilatation, followed by the stent implantation. After the stent tip was deployed, further deployment was not possible. The stent was replaced and re-implanted successfully, completing the operation without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.